Manufacturer narrative:
(B)(4).

Event description:
It as reported that a revision knee surgery was performed to replace the femoral component and poly due to ligament instability that lead to the femoral component wearing on the tibial component.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the femoral has a gouge/worn spot on one of the condyles. The date of manufacture is unknown for this device. An evaluation performed by our research lab noted damage was observed on the medial condyle of the femoral component. Bone cement, some of which displayed a greyish/black discoloration, remained attached to the backside of the femoral component. Features observed on the returned device were consistent with the reported complaint. Articulation between the femoral component and the tibial base resulted in damage to the femoral component and exposure of the substrate metal ((B)(4)). Debris created by this damage may have caused the discoloration observed on the bone/bone cement. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.